Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -10.5 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to glare/halos and the problem was resolved. The cause of the event is reported as unknown. Reportedly immediately after the icl surgery the patient had good vision. However, he complained of postoperative halos especially in the dark. One month after surgery the situation was worse. The patient had difficulty going outside and driving at night.